Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified upper arm vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation and was selected for use in a percutaneous transluminal angioplasty. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 3 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.